Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial and ventricular oversensing was noted on stored electrograms (egm). The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.